Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an intertrochanteric hip fixation on (B)(6) 2018. It was noted that the interlocking mechanism of the nail had not been fully engaging when it was implanted. A flexible screwdriver handle broke when removing flexible screwdriver. Procedure and patient outcome is unknown. This report is for the intra-operative event. The need for the procedure is captured on related complaint (B)(4). This report is for a tfna nail. This is report 2 of 2 for (B)(4).